Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the battery compartment was cracked above the grip pad. The returned battery cap fit. Moisture was found on the display screen inside the pump. A leak was found in the battery compartment. The pump cover was removed to find further moisture corrosion to the printed circuit board and the continuous glucose monitoring module. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture in the pump, and a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2017.